Event description:
It was reported from the us that the tip of the stem inserter broke off while impacting the stem. There is no indication that pieces fell into the surgical site. ¿no pieces were left in the patient [;] however [,] we believe the tip was thrown away by central sterile staff¿. No delay to surgery, no adverse effects to the patient. Patient left the or in stable condition. The device was received on rg466324. The representative was not present at the time of surgery. Attempts were made to request additional information from the representative, but no responses were received. There has been no other information provided by the contacts about the event or patient.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Information was not provided for: patient information. Design-related issues: the design of the novation a+ stem inserter has been in the field since 2009. Exactech is aware of one similar complaint report involving novation a+ stem inserters due to fractured tips since 2009. Because the novation a+ stem inserter is used in total hip surgeries, sales data for femoral stems was used to calculate an approximate complaint occurrence rate of <0.5%. This is considered ¿very low¿ according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Mfg-related issues: exactech is not aware of any other complaints involving parts from this manufacturing lot of 15 units, which have been in the field since 2010. Therefore, this issue does not appear to be manufacturing related. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for this novation a+ stem inserter, 750-2008-007-rmr rev c, was reviewed. The risk is captured in line 9. Corrective actions are not required because the occurrence rate is ¿very low¿, and the risk is captured in the rmr. The fractured stem inserter reported was likely the result of long-term, rigorous use, which led to crack initiation, propagation, and ultimate fracture of the stem inserter tip. IFU 700-096-181: instrument inspection ¿ visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. ¿ check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. ¿ if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There is no reported patient adverse event. There is no indication that pieces fell into the surgical site.